Manufacturer narrative:
Result of investigation: the information provided by the customer regarding the error description "image blurred" can be confirmed. The imaging of the aforementioned optics is significantly blurred due to a broken rod lens and appears cloudy and foggy in the imaging. The broken rod lens was caused by a bent shaft that was subjected to excessive mechanical force, causing this damage. Furthermore, the distal soldered seam was chemically damaged due to the applied clinical treatment procedure and the treatment fluids/methods used. In addition, there are residues of unknown origin on the distal cover glass. Obviously, the optics were subjected to excessive mechanical force in the shaft area, which led to the failure of the optics. Likewise, the optics were not checked for defects/damage by the user as described in the instructions for use. Otherwise, the existing damage to the optics would have been detected and the optics would not have been used. The damage found is not due to a manufacturing/production defect, but to mechanical damage during use or clinical reprocessing. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that: "image not very clear". No information about patient injury and no negative impact in state of health reported.